Event description:
It was reported that high, out of range high voltage lead impedance was observed in the rv-svc and svc-can vectors. Noise was also noted on the custom channel. It was recommended to program the svc vector off.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.